Event description:
It was reported that the patient¿s lead displayed high impedance. The patient underwent surgical intervention on (B)(6) 2023 where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.